Manufacturer narrative:
Additional information: a partial lead with the connector portion measuring 7.2 cm, middle portion measuring 1.3 cm and distal portion measuring 56.2 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16617. It was reported that high pacing lead impedance was observed on the right ventricular (rv) lead. Significantly upward trend of pacing lead impedance was noted over time. The lead was explanted and replaced. The patient was stable.